Event description:
--

Manufacturer narrative:
Additional information received noted that a revision procedure took place due to reported noise and out of range pacing impedances. A possible lead fracture was suspected. Noise could not be reproduced during explant while performing pocket manipulations. This lead was capped and replaced. No adverse patient effects were reported.

Event description:
Boston scientific received information that this device had previously been reported to have a rise in pacing impedances, shocking impedances, and pacing thresholds. In addition noise was noted on the right ventricular shocking channel. A request for additional investigation was sent to technical services. Technical services discussed indications for noise and a rise in measurements and discussed continuing to monitor the right ventricular impedances. A follow up was scheduled. The most recent information received noted that high out of range pacing impedances were displayed on the right ventricular lead. There is no change to the device or lead at this time, and no adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.